Manufacturer narrative:
Argus case: (B)(4).

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a 63-year-old female patient who received double salt dental adhesive cream (super poligrip extra care (zinc free formula) cream (batch number 5e4u, expiry date 30th november 2022) for denture failure. This case was associated with a product complaint. On an unknown date, the patient started super poligrip extra care (zinc free formula). On an unknown date, an unknown time after starting super poligrip extra care (zinc free formula), the patient experienced choking (serious criteria gsk medically significant and other: gsk medically significant), gagging, oral discomfort and product complaint. The action taken with super poligrip extra care (zinc free formula) was unknown. On an unknown date, the outcome of the choking, gagging, oral discomfort and product complaint were unknown. It was unknown if the reporter considered the choking, gagging and oral discomfort to be related to super poligrip extra care (zinc free formula). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the adverse event information was received from consumer via call center representative(phone) on 30-jul-2021.the consumer reported that "it doesn't hold and I found myself choking almost. I followed the instructions and it's not sticking to the roof of my mouth". Follow up : revision received from consumer relations on 30-jul-2021 and was processed together with the initial report. Additional events gagging and oral discomfort were added according to the follow up information. The expiry date was confirmed to be 11/30/2022. The consumer reported that" its poligrip denture adhesive cream, I'm getting ready to throw product in the garbage I wanted to say something about it and my dissatisfaction. It doesn't hold and I find myself choking I can wear them with out anything but when I put this product on and follow the instructions its not sticking to the roof of my mouth and I get really challenged and I just like, I was just throwing it away I find my self choking on it and its not holding. I'm gagging because it does not hold its coming loose so I take it out. Its like I'm choking and gagging and wipe it off and I put it back in and I'm fine. It doesn't come lose when I don't have the adhesive on it. I thought it was the mouthpiece but then I noticed its not the mouthpiece its this stuff that is making me gag and its very uncomfortable to have in my mouth. I wont use it again".revision sent to show complete case verbatim and the consumer agreed to follow up from drug safety. Expiration date should be 11/30/2022 as verified by loc. Follow up information was received on 17sep2021 from quality assurance (qa) department regarding complaint 02440832(issue number) and pqc98560 (pqc number) for lot number 5e4u and expiry date 30th november 2022. Investigation evaluation: this is the twelfth complaint of this nature for this batch. The complaint sample was received on site and sent to the lab for testing. The testing of the complaint sample has met the required quality standards. No further action is required. The complaint concluded as unsubstantiated.

Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
I found myself choking almost/I find my self choking on it [choking] this stuff that is making me gag/I'm gagging because it does not hold [gagging] its very uncomfortable to have in my mouth [oral discomfort] case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6) female patient who received double salt dental adhesive cream (super poligrip extra care (zinc free formula)) cream (batch number 5e4u, expiry date 30th november 2022) for denture failure. This case was associated with a product complaint. On an unknown date, the patient started super poligrip extra care (zinc free formula). On an unknown date, an unknown time after starting super poligrip extra care (zinc free formula), the patient experienced choking (serious criteria gsk medically significant and other: gsk medically significant), gagging, oral discomfort and product complaint. The action taken with super poligrip extra care (zinc free formula) was unknown. On an unknown date, the outcome of the choking, gagging, oral discomfort and product complaint were unknown. It was unknown if the reporter considered the choking, gagging and oral discomfort to be related to super poligrip extra care (zinc free formula). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the adverse event information was received from consumer via call center representative(phone) on 30-jul-2021.the consumer reported that "it doesn't hold and I found myself choking almost. I followed the instructions and it's not sticking to the roof of my mouth". Follow up : revision received from consumer relations on 30-jul-2021 and was processed together with the initial report. Additional events gagging and oral discomfort were added according to the follow up information. The expiry date was confirmed to be 11/30/2022. The consumer reported that" its poligrip denture adhesive cream, I'm getting ready to throw product in the garbage I wanted to say something about it and my dissatisfaction. It doesn't hold and I find myself choking I can wear them with out anything but when I put this product on and follow the instructions its not sticking to the roof of my mouth and I get really challenged and I just like, I was just throwing it away I find my self choking on it and its not holding. I'm gagging because it does not hold its coming loose so I take it out. Its like I'm choking and gagging and wipe it off and I put it back in and I'm fine. It doesn't come lose when I don't have the adhesive on it. I thought it was the mouthpiece but then I noticed its not the mouthpiece its this stuff that is making me gag and its very uncomfortable to have in my mouth. I wont use it again". Revision sent to show complete case verbatim and the consumer agreed to follow up from drug safety. Expiration date should be 11/30/2022 as verified by loc.